Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unrelated health issue. Upon interrogation, the atrial lead exhibited loss of capture and loss of sensing. Diagnostic imaging revealed that the lead was dislodged. No intervention or patient symptoms were reported.